Manufacturer narrative:
A lumenis service engineer visited the site one week after the reported event, and after confirming the issue of the system not completing its self-test had identified the issue to be with a faulty 48v power supply. The following day the engineer returned with a new 48v power supply and replaced the faulty one. The system came up with no errors. After verifying alignment and calibration the system was returned to the facility having met manufacturer's specifications and ready for use. The user facility confirmed that the procedure was completed after the repair without incident, and they have used it several times since then without any problems. Although there was no report of injury associated with this event, lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution lumenis is reporting this as an adverse event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A user facility reported that their lumenis ultrapulse totalfx laser system would not complete its self-test and "would get stuck about half-way on startup". A patient was already prepared for a procedure and had to be woken up from anesthesia, and the procedure was subsequently cancelled. No report of patient complications were associated with this event, and the device malfunction reported did not cause or contribute to any change in the patient's condition.